Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. The customer's blood glucose level was 284 mg/dl. Customer had been using the pump while having a hard time pressing the buttons for the past 2 months. Customer stated they did not press a button down for 3 minutes or longer. Customer stated they were not able to clear the alarm. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.